Manufacturer narrative:
Unit received with broken reservoir tube lip, missing o-ring (reservoir tube), cracked battery tube thread and miinor scratches on lcd window.

Event description:
Mother reported that there was a crack on the reservoir compartment of the insulin pump and a part of the plastic was missing in the threading. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.